Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reset the pump independently, resolving the malfunction, and was advised by technical support to continue using the pump and to call back if the malfunction code reappears.